Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, patient confirmed the reported fluid leak event occurred after setup during fill 1while connected. Fluid leak from the cassette and fluid was found inside cassette door when cassette was removed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and original cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation missing additional testing results plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the actual sample a leak was confirmed in the cassette (hard plastic). The sample was closely inspected and a crack in the cassette (hard plastic) was confirmed. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the actual sample a leak was confirmed in the cassette (hard plastic). The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.